Event description:
Incorrect pt name and demographics were associated with results on a report. Mismatched results may lead to inappropriate physician action, therefore the likelihood of an adverse pt outcome is not remote. There was no report of harm as a result of this event.